Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic max valve was chosen for a combined aortic valve replacement (avr) and coronary artery bypass grafting (CABG) procedure. The annulus was sized as 21mm with the sizer. In the fist post operative follow up showed mild regurgitation. On 3 month, post operative follow up showed a moderate aortic intravalvular regurgitation. The patient feeling breathlessness when walk. The patient was reported discharged.